Event description:
It is reported by the pt's counsel that the device was implanted in 2007. Post-op the pt experienced right hip pain, and a revision is scheduled for 2009.

Manufacturer narrative:
This pt had bilateral total hip arthoplasty and it is unk which stem was implanted in which side as they were both the same size. Eval summary: there is no info provided regarding details of the surgery and what product(s) may have failed resulting in the need for a revision surgery. The condition of the device is unk. The surgical notes from the primary 2007 bilateral surgery are unavailable, and it is unk if the stem was implanted with the correct orientation and fit as per the surgical technique. It is also unk which hip required cables in the primary 2007 bilateral surgery. The instruments used in the primary surgery are also unk. X-ray images post-primary surgery and from successive pt visits are unavailable. Pt age, height, weight, and activity level are unk. The rehabilitation program, both physical and pharmacological, and compliance thereof is unk. Due to lack of sufficient info, the probable cause of pain cannot be determined. Eval codes: no product was returned. Review of the device history records for the cable did not find any deviations or anomalies. Review of the device history records for the femoral stem was not possible as the lot # required for retrieval was unavailable. It is not suspected that the products failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.